Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was observed that the red wire on the external battery connector, designator a07, was loose and would not stay connected to the battery plug. Physio replaced the battery and after observing proper device operation through functional and performance, the device as returned to the customer for use.

Event description:
The customer reported to physio-control that when attempting to power on their device, it does not complete the boot-up process correctly. There was no patient use associated with the reported event.